Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to calcification on the leaflets. A 19mm edwards perimount valve was implanted as the replacement. The patient is reported to be stable.

Manufacturer narrative:
The reported event of calcification was confirmed. All three leaflets contained calcifications and were fibrotically thickened. There were tears on all three leaflets associated with calcified nodules. No inflammation was present. Dehydration of the valve tissue during analysis made it difficult to determine the extent of tearing and inhibition of leaflet mobility at the time of explant; however, it did not alter the findings of calcification or associated tears. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and at the time of release to commercialization the product met all specifications. The cause of the calcification could not be conclusively determined; however, calcification is a known event associated with tissue heart valves. No information, such as patient comorbidities, was provided to add in the investigation beyond the indication that a smaller, 19mm, valve was subsequently implanted.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted 5 years post-implant due to leaflet calcification. A 19mm edwards perimount valve was implanted as the replacement. The patient has been discharged from the hospital.